Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as (B)(6) 2019 but should have been (B)(6) 2019 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: DHR review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: the drive shaft ¿ minimum 520 mm length ¿ for use with ria (part # 314.743, lot # 14382-01, mfg # 04-may-2006) was received at us cq with the distal tip of the shaft broken. There was no plastic piece broken however this complaint will be confirmed since the distal shaft was broken. Dimensional inspection: dimensional analysis was completed, the inner diameter of the transition piece between the bit attachment and the shaft, measured 3.75 mm (gauge pin gp32). This is within specification of 3.76 mm ± 0.05 mm, based on the drawing. Conclusion: the complaint condition is confirmed as the distal ria shaft is broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Complaint part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the plastic piece in the drive shaft of the reamer/aspirator/irrigator (ria) shaft was broken. The procedure was successfully completed using the second ria driver shaft in the set. Patient status is unknown. Concomitant device reported: unknown ria shaft (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for one(1) unk - ria. This is report 1 of 1 for (B)(4).